Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: on and off sharp pains and localized heat" and rupture.

Event description:
Healthcare professional reported "left breast associated with on and off sharp pains and localized heat" and rupture. The device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.

Event description:
The device has been explanted and replaced.